Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed and isolated to the electrode belt. As received, the belt failed a fall-off test. Upon evaluation, contamination was found inside ECG "c". The cause of the test failure is the contamination inside ECG electrode c. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and monitor and reported that the device displayed a service code 204 (belt/monitor unusable).